Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08860 inches. No delivery anomalies noted. Device was monitored for 24 hrs and no blank display anomalies noted. Power connector plug in and locked in place properly. Pump error 63 was confirmed in the device history due to broken pin trace on keypad assembly. Device received with scratched case and pillowing keypad overlay. The p-cap does lock properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer experienced high blood glucose of 480 mg/dl. The customer's current blood glucose was 437 mg/dl. The customer did experience any symptoms as a result of high blood glucose such as nausea. The customer was treated with insulin pump, manual injection and insulin pen. Troubleshooting was done for high blood glucose and under delivery. Customer had been using insulin pump system within 48 hours of reported high blood glucose. Auto mode was not used during the time of event. The insulin pump will be returned for analysis.